Event description:
It was reported via repair work order that less than half of the side rail could latch due to broken top rail. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.